Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During inspection, the scope and the forceps passage were tested for leak and leak was observed from the biopsy channel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, fibers were observed inside the lumen of the cysto-nephro videoscope during reprocessing, prior to final assembly for sterilization. There was no patient involved in the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the problem was not established. However, it was probable that the observed leak in the forceps hindered the proper reprocessing of the device. The cause of the leak was also unknown. Olympus will continue to monitor field performance for this device.